Event description:
A customer reported that they had observed incorrect patient demographics on a laboratory printout from their vitros 950 analyzer. This event is consistent with a malfunction that could have caused false patient results to be reported. There was no report of patient harm as a result of this event.